Event description:
The customer received a questionable troponin t sensitive test strip result. The customer believes the test strip produced a false negative result based upon the clinical findings of the patient. The patient had his blood drawn at a remote community health facility. The sample was tested on the troponin t sensitive test strip and it produced a negative result. The patient had an aero-medical evacuation to a hospital where the patient was found to have high troponin I results using an abbott architect analyzer (see medwatch attachment for further information). The customer stated the patient was sent to the hospital due to a respiratory illness and not due to the negative troponin t sensitive result. The troponin t sensitive test strip did not cause or contribute to an adverse event. The investigation of this event is ongoing.

Manufacturer narrative:
A specific root cause could not be determined because no customer material was provided. Retention testing was performed with results fulfilling requirements.

Manufacturer narrative:
This event occurred in (B)(6).